Event description:
During baxter's functionality testing, a spectrum pump alarmed to unload the tubing from guide #2 when no set was loaded. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Eval confirmed and reproduced and unloaded set message while attempting to load a set. This condition was determined to have been caused by a failed lower hook switch. The lower auxiliary assembly was replaced.